Event description:
Add'l info received 9/22/99: it's been over 2 weeks since rptr agreed to take $150,000.00 from tsrh MFR. According to rptr dr admits he used acromed screws. He will qualify for 2 million dollars in the class action suit and this will make it possible to get the treatment he deserves. Rptr states that dr placed 7.5 screws which are cm and danek doesn't use cm and this is the only procedure "I have read out of 33 that doesn't give proper brand or size. There is no way he could have placed 7.5 cm screws in l-4 after filling it with bone which fell out. Nor could he place them in s-1 which he had to keep held in with wire mesh because he ripped it completely from my body. Top screws are in l5, s1 held in with wire mesh and the bone used to cut the sacrum into the shape of s-1 is placed in the wire to make a fusion which fell out and its only a matter of time before it falls out. He placed the screws in the sacrum." "I have his assistant on tape stating they used acromed and that's their standard procedure." According to rptr there are 7 different mfrs and dr was taught how to install and take out acromed. He didn't go to the other 6 learning every single procedure." In fact he didn't even read the procedure as to how they were installed or he would have labeled the nuts he so called removed as selflocking and he would have known that you can not take a tork wrench and remove 6 screws with selflocking nuts torked at 150lbs. A huge amount of pressure and you have seen the screws broke in two with the nuts still on the ends which he claimed came lose and that's why the rod came out and stabbed my kidney to the point I was urinating blood."